Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the monitor turned itself off due to faulty alternating current/direct current (ac/dc) converter. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the high-definition lcd monitor was powering off intermittently. It was noted that the device at times can power on and function for an hour, then goes blank. Field service engineer was contacted and suggested that the device should be left on for a while, to resolve the issue. There was no patient involved in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the intermittent power issue and black screen were due to a faulty alternating current/direct current (ac/dc) converter. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.